Manufacturer narrative:
This product is registered as a combination product. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted and replaced due to failed ICD shocks, and severe mr evaluation.